Event description:
The customer's nurse reported via phone call that the insulin pump was shutting off even when a new battery was installed. The nurse reported that the customer was unable to use the insulin pump and was following his back-up plan. Blood glucose level at the time of the incident was not provided. The customer's nurse was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted also, monitored and no unexpected off no power alarms or power shutting off occurred during our testing. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump was received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.